Event description:
Sfa stenting-patient enrolled in (B) (6) trial in (B) (6): moderate distal embolization reported. Patient outcome-hospitalization because symptoms were not resolved. No permanent disability reported.